Event description:
Device malfunction: stent migration. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, the rx acculink stent was deployed just distal to the target lesion, with the proximal end of the stent just covering the area of stenosis. A second rx acculink was placed overlapping the first stent to cover the entire lesion. There were no adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.